Manufacturer narrative:
Follow up to be sent if additional information is received

Event description:
Caller stated that left side frame was bent. Caller did no know how chair was being used by the veteran.